Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08725 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using care link. Device had minor scratched display window, cracked case at display window corner, scratched reservoir tube window, stained end cap sticker and a partially broken off reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was in emergency room due to high blood glucose on (B)(6) 2011 with blood glucose level was above 800 mg/dl. The customer was assisted with troubleshooting. The customer was treated with intravenous for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer alleging insulin pump for under delivering. Customer reports bolus wizard was programmed accurately. Customer stated insulin exited at the quick release. Customer states the cannula was not bent. Customer performed displacement test and it was passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.